Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: when firing the instrument, the staples did not fire properly. As it was a distal colon, contamination then occurred in the pt resulting in hand sewing, washing out, a drain, antibiotics and 30 mins in extension in surgery. Pt status is good. No other adverse effects to the pt. No additional blood loss, tissue loss, no reinforcement material used, nothing fell into pt.